Event description:
Hcp reported the pt presented with no relief of pain symptoms. A catheter dye study was performed with unk results. A roller study revealed the pump was stopped. The pump was explanted and replaced in 2004. The pump was then returned to the MFR for analysis. The hcp questions if the drug concentration in the pump was too high. A follow up report will be sent when additional info is obtained.